Event description:
A report was received that the patient was experiencing discomfort at the midline incision site. The patient underwent a revision procedure wherein the clik anchor was explanted. There was no malfunction suspected with the device. The patient was too thin for the clik anchor. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.